Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager (cm) reported that a peritoneal dialysis (pd) patient coded/expired while using the cycler. No issues with the cycler were reported at intake and no patient information was provided. The date of death was not specified. At that point in time, the fresenius technical support representative issued a cycler replacement and advised the cm to discontinue using the cycler. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. They cycler underwent and passed a system air leak test, valve actuation test, and go/ no go check. The load cell verification passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and subsequent death. The etiology of the events is unknown; therefore, causality cannot be established. The patient was undergoing ccpd therapy using the liberty select cycler when the events occurred. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred. However, based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of information (e.g. Treatment record, discharge summary, patient demographics, death certificate, autopsy report) and no manufacturer evaluation of the suspect device (not returned to manufacturer). There is insufficient data/evidence to disassociate the liberty select cycler from the event.